Manufacturer narrative:
Patient's weight was not provided. The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Device evaluation: a correlation between the pump and the reported event of a driveline infection was not determined. The evaluation of the returned pump did not reveal a device related issue. The pump was returned with the driveline cut approximately 2.5 inches from the pump housing and the severed portion was not returned. The wire pairs from each motor phase had been exposed, stripped, and soldered together, indicating that the pump may have been operated post-explant. The pump also appeared to have been exposed to a fixative. Examination of the sealed inflow conduit and pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists infection as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was implanted with a left ventricular assist device complicated by a driveline infection. The patient was listed status 1a for heart transplant. A suitable donor was found and the patient was consented for heart transplant.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt received a heart transplant on (B)(6) 2014. It was also reported that the pt had issues with the pump. Additional info was requested, but specific details were not provided.